Event description:
As reported by the field clinical specialist, after transfemoral deployment of the sapien valve, a dissection of the right common iliac at the bifurcation of the internal iliac artery was noted. During the procedure, right groin access was obtained via surgical cut down. It was noted that resistance was met advancing dilators in the right iliac. Prior to inserting the 20 french dilator, an arteriogram was performed to visualize the iliac at the point of resistance. The guidewire was exchanged and the final dilators and sheath were advanced with mild resistance. Following successful deployment of the sapien valve, significant precautions were taken with sheath removal due to the difficulty experienced during insertion. The sheath was pulled back into the lower external iliac and an arteriogram was performed. It was noted at that time that there was no distal flow into the right femoral artery, due to the sheath being occlusive. An internal mammary artery catheter was used to advance the wire per the cross over technique. An additional arteriogram was performed to appreciate the patient's anatomy. It was then suggested to pull the sheath further back into the femoral artery and obtain an additional arteriogram through the sheath. At this time, a significant dissection of the right common iliac at the bifurcation of the internal iliac artery was appreciated. A 10 x 40 stent was advanced through the sheath and was deployed successfully. Post dilatation was performed with a 7 x 4 balloon. Additional access issues were assessed for and none were noted. The right femoral artery was closed in the usual surgical fashion, and the patient was in stable condition at the end of the procedure.

Manufacturer narrative:
The device history record review of the effected sheath shows the device met specifications prior to distribution. The device was not returned for analysis as it was discarded at the site. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the minimum luminal diameter of the vessel at the site of the dissection was 11.7 millimeters, the vessel was severely calcified and mildly tortuous, and a surgical cut down was required to gain proper access. Nothing abnormal about the device was noticed prior to the procedure. In addition, the physician determined that the event was related to the patient's anatomy and was not related to a device malfunction. Therefore, it appears that vessel characteristics may have caused or contributed to the reported dissection. Since there is no allegation of device dysfunction, misuse or mislabeling, and the device is not being returned for analysis, no further investigational actions will be performed in relation to this event.